Event description:
On (B)(6) 2025, the agent received an email regarding a user experiencing prolonged high blood glucose (bg) following a faulty sensor that had read low for eight hours on (B)(6) 2025. The highest bg reported was 250 mg/dl. After replacing the sensor, bg remained elevated, and he had not changed his infusion site. When reviewing his site change process, he described removing the old set before inserting the new one, which was corrected by the agent as improper procedure. He was hesitant to change the site but was advised that prolonged high bg likely indicated a failed or partially failed site. Concerns about high insulin use were attributed to the site issue, though monitoring for a possible need to adjust prescription quantity was suggested. On 13-aug-2025, a follow-up call confirmed he had not completed a site change, but bg had stabilized, with the high readings most likely due to starting the pump a few days earlier. During the event, there were no symptoms experienced, and no medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.